Event description:
The event description: just wanted to let you know that your test come back wrong my daughter tested positive for covid and then took two of your at home test and they both came back negative your tests are junk and the same thing happened to me too your tests give people false negatives when they are positive so they are going out and infecting people when in reality they have covid.

Manufacturer narrative:
1. No reports of adverse related events with either patient or user (no patient death, injury, allergic reaction(s), or any medical intervention provided). Lot number: 221co20203 has not been identified as a counterfeit product, so it is safe to conclude that the device/kit received is a valid ihealth labs, inc., manufactured test kit product. Initial reports suggested that the ihealth antigen test kit was not tampered with, altered, or compromised, as no evidence that the user/patient had seen evidence of product alteration 2. A false negative or invalid result may occur if too little solution is added to the test card. A false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes. There was no indication to confirm or deny if the user/patient had utilized the test kit appropriately as per intended use or off use. 3. Test to the production batch of product retention samples (lot:221co20203) , the test was pass.